Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error occurred (the same even when the connection was cleaned) and the flex deflectable videoscope device had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: b5. The device was returned to olympus for inspection, and the reportable malfunction of no image with error code was confirmed. Based on the results of the investigation, the image sensor may have been broken. It was probable that the cause of breakage may have been irregular stress to the bending section. The root cause of the breakage could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
The reportable event occurred during preparation for use.